Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when setting up the device, the jaws of the device would not open completely. Another reload was used to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found internal components revealed the jaws not fully opening when unclamped.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that when the jaws were unclamped it was observed that the jaws did not fully open. A manufacturing assessment was performed, fired the reload into foam. Although the jaws did not open fully on their own, the reload was able to be removed from the foam with no issues. The jaws were able to be opened fully with light pressure applied to the cartridge nose. All staples were deployed and properly formed. All components were present and properly oriented. All reloads undergo a functional test for jaw gap during production. An automated laser inspects each reload for jaw gap. Thresholds for the inspection are set using known lazy jaw units and known good units. The threshold is for a through beam laser, which tests how far the jaws open after clamping. Full details of this assessment are available in the corresponding task. It was reported that the jaws of the device would not open completely. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter prior to use, when setting up the device, the jaws of the device would not open completely. Another reload was used to resolve the issue. There was no patient involved.